Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what is meant by clips don't fit; did clips not close all way around vessel (malformed); or were clips applied to vessels but clips did not hold on vessels (and fell off): clips don¿t fit means: ¿clips were applied to vessels but clips did not hold on vessels¿.

Event description:
It was reported that during an unknown procedure, clamp is not working very well. Clips don't fit. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m92l87. The analysis results found that the msm20 device was returned with a clip in jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 8 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch record review was performed; a defect was found during the manufacturing of this batch but was not related to the event description.